Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240/2367 alarm which occurred on the homechoice during use during dwell 5 of 7. The hp would start over with new supplies. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. She stated that the patient had not reported the incident to her, but that she had seen him the previous day. She stated that he was doing well and continuing therapy on the homechoice. There were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has received similar reports for the reported condition. Additional investigation is being conducted through CAPA (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause could not be determined.